Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
The patient reported erosion and the device ruptured the skin. The implantable neurostimulator (ins) came out through the skin. The patient was in the hospital and the healthcare provider (hcp) stated the patient was ¿written up in the books¿ during a study the hcp was conducting. It was taken care of per patient. The change in symptom was considered gradual. The patient did not know when this occurred. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.